Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis in a patient that underwent an endovascular thrombectomy at a different facility. The patient was transported to the hospital due to a thrombosis in the punctured limb. When the thrombosis was removed, something like a hemostasis plug of the vcd was removed together with retrieved materials. Additional information was requested but not available. The device is being returned to know if the retrieved material is the hemostasis plug.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis in a patient that underwent an endovascular thrombectomy at a different facility. The patient was transported to the hospital due to a thrombosis in the punctured limb. When the thrombosis was removed, something like a hemostasis plug of the vcd was removed together with retrieved materials. Additional information was requested but not available. One non-sterile plug of an apparent vascular closure device unit was received for analysis inside a plastic container. During visual inspection, the plug was found swollen with blood residues. No other anomalies were observed. A fourier-transform infrared (ftir) spectroscopy was performed to identify the material of the possible plug found. According to the comparison made, the peaks from the control sample (a known plug/polyglycol acid composition) and the spectrum of the used product suggest that both are made from the same material; thus the plug returned corresponds to an exoseal plug. A product history record (phr) review could not be conducted as the lot number was not provided. A thrombosis is a known potential adverse event following any interventional percutaneous procedure and is listed in the exoseal vcd¿s instructions for use (IFU). A thrombosis occurring in the punctured limb after use of a vascular closure device can be caused by many factors, such as vessel characteristics, patient factors, procedural/handling factors of percutaneous devices, and anticoagulation. The act of creating an arteriotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Thrombus formation usually requires additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. The reported event of ¿thrombosis¿ could not be confirmed without receipt of procedural films for review; however, it was confirmed that the plug returned for analysis corresponds to an exoseal plug. Since the vascular closure device was not received for analysis, the exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is difficult to determine the clinical relationship between the vascular closure device and event since location of the thrombosis was not provided and procedural information on the use of the exoseal device was not provided. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program.¿ according to the IFU, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment.¿ without a lot number to conduct a phr review or return of the vascular closure device, it is not possible to determine if the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.